Event description:
Patient called lfs on 12/10/02 alleging sometimes their test would not start on the ot ultra meter. The patient tested on the meter and obtained a reading of 355 mg/dl. It took the patient several attempts to test on the meter. Pt went to the hospital based on the high reading that pt received on their meter, and was treated in the emergency room with insulin for high blood sugar. The issue was not resolved with troubleshooting. The meter has been replaced.